Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had shock impedance measurements in the seventies after the implant procedure. Upon fluoroscopy, a gap in the proximal coil was noted. The physician performed proximal to distal coil lead impedance measurements, which were greater than 125 ohms. The device was programmed to distal coil to can and shock impedance measurements were 56 ohms. Technical services (ts) inquired what the shock impedances measurements were with defibrillation testing. The field representative indicated that with 26 joule shock, shock impedances were 56 ohms in distal coil to can configuration. The physician elected not to explant the lead.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently the device was explanted for an unrelated reason. The device was returned for analysis.